Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there was no allegation that a malfunction or deficiency of the device occurred during the embolization procedure. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events. The reported events are known inherent risk of endovascular procedure and are documented in our devices' instruction for use (IFU). Linked event: 2029214-2017-00816, 2029214-2017-00818.

Event description:
Citation: ¿parent artery occlusion with onyx for distal aneurysms of posterior inferior cerebellar artery: a single-centre experience in a series of 15 patients¿ qi wu, han-dong wang, qing-rong zhang, xin zhang. Medtronic received report that 13 women and the mean age was 47 ± 8 years (age range, 37-59 years). Intra-procedure hemorrhage occurred in two patients, when the parent artery was catheterized with microcatheter causing parent artery angiorrhexis (rupture) because of the tortuous vessel. Embolic material was injected immediately to occlude proximal parent artery and aneurysm. Hydrocephalus occurred in one patient after embolization for which ventriculoperitoneal shunt was performed. Head CT scan before operation demonstrating intraventricular hemorrhage (ivh) and obstructive hydrocephalus. Left vertebral artery (va) angiogram, lateral view, demonstrating an aneurysm located at left pica cortical segment. Postoperative angiogram demonstrating aneurysm and parent artery occluded completely.